Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was diagnosed with buried bumper syndrome, detected during an attempt of the peg-j replacement. It was not possible to replace the device.